Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00021 to correct the initially reported product code (mc-pe27105), lot number (150202), expiration date (01/31/2017) and the reported device manufacture date (02/02/2015). The lot number, product code, expiration date and the device manufacture date is unknown. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00021 to correct the initially reported product code (mc-pe27105), lot number (150202), expiration date (01/31/2017) and the reported device manufacture date (02/02/2015). The lot number, product code, expiration date and the device manufacture date is unknown.

Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed the reported complaint. The device was fractured into two pieces at the distal end. Magnifying inspection of the fracture found that the shaft had been crushed, where the stainless steel reinforcement was exposed. Magnifying and electron microscopic inspections of the fracture revealed that the inner layer had been delaminated and stretched inward with the presence of a one-way flow of resin. Electron microscopic inspection of the fracture cross-section of the stainless steel reinforcement revealed that it had been diminished toward the fracture end. The total length of the returned sample was measured and it was determined that there is no missing portion of the device. The outside and inside diameters were measured on the undamaged segment and confirmed to meet manufacturer specification. The kink resistance of the shaft was determined and confirmed to meet manufacturer specification. Functional testing was conducted and was unable to reproduce the reported defect. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the progreat device. Follow up communication with the user facility confirmed the following information: (1) during use of the actual sample for angiography in combination with an injector, the device became fractured at approximately 20cm from the proximal end; (2) the procedure was completed successfully; and (3) it was reported the patient was not harmed.